Event description:
A complaint received by proxy biomedical on the (B)(4) 2012 via the polyform distributor boston scientific states that the pt injury has occurred. The report was made by the pt's rep (B)(6). The pt is unidentified as "(B)(6)" - the pt is (B)(6). Her height is unk. The pt underwent the mesh implantation to correct a pop. The polyform product involved is a 10cm x 15cm (part# 840-240); the lot# is c000200. The date of implantation was (B)(6) 2007. The hosp where the implant procedure occurred is (B)(6). The pt had a mesh revision surgery on (B)(6) 2007 by a different doctor.

Manufacturer narrative:
Device was not returned for eval. Inconclusive, investigation ongoing. The device is a synthetic device made from (B)(4). Mesh erosion is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).